Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, the patient presented with an intraocular fungal infection. Time to onset has not been specified by the reporter. The patient underwent an additional surgery and the lens was explanted. The device has not been returned to rayner. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. The records for endotoxin and bioburden for the batch show that the results were within their respective limits, it is therefore extremely unlikely that there would be a rayner microbiological cause for the onset of the fungal infection. Our review of production records for the rayone emv rao200e batch 104251871 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 104251871. There is no evidence or information to suggest any causal relation between the event and the rayner device.

Event description:
On 6th january 2026, rayner received notification from a healthcare facility in india of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient presented with an intraocular fungal infection necessitating lens explantation.